Event description:
According to additional information provided by the surgeon, this valve was explanted due to endocarditis and pv leak. The patient had blood cultures positive for staph epidermis that was resistant to all antibiotics except vancomyin. The endocarditis was believed to be secondary to acute sinusitis which was diagnosed four months after implant. At explant, the valve appeared "normal" but had loosened from the annulus, resulting in two areas of pv leak. Threre were no vegetations and the patient had been anticoagulated with coumadin. The replacement valve (21a-101) was noted to be functioning "normally" on subsequent tees and the patient is currently hospitalized with pneumonia.